Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the connection of the infusion bag-side connector was loose. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Evaluation results: two fluid warming level 1 hotline disposables were returned for investigation in used condition. The sample was visually inspected at a distance of 12 to 24 inches and under normal conditions of illumination. The inspection revealed that the luers were broken. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The investigator concluded that the damages to the products occurred after they left the manufacturing facility. The problem source of the reported product problem was unknown. A root cause was not established.